Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. No capture was observed and an x-ray revealed the lead was dislodged due to device migration. The lead was successfully repositioned and the patient was stable during and post procedure.